Event description:
The pacemaker was implanted in the afternoon. During the early morning hours of the next day, the pt began to complain of "shock-like" sensations on an intermittent basis which became more frequent. The st. Jude rep was called and informed of pt's complaints and he came in to assess the pacemaker. Upon arrival, turned the ventricular lead off and the "shock-like" sensations stopped. A cxr was ordered by the physician which confirmed that, the ventricular electrode extended beyond the level of the diaphragm and projected over the left upper quadrant of the abdomen. The atrial lead appeared to be in normal position. The pt was transferred to another facility later that day for repositioning of the ventricular lead.